Manufacturer narrative:
The device was discarded and will not return. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the this was a percutaneous coronary intervention treating the left anterior descending (lad), heavily calcified lesion. Following pre-dilatation per IFU, a 2.75x18mm xience sierra stent delivery system (sds) advanced without any unusual resistance to the lesion site. During stent deployment, the xience sierra delivery balloon burst at 10 atmospheres. The delivery system was removed without issue and as additional treatment, a dilatation catheter advanced, dilating the stent. The stent was fully apposed at the intended lesion site. There was no adverse patient sequela and there was no clinically significant delay reported. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no similar incidents. The investigation determined that the reported balloon rupture was likely related to circumstances of the procedure. It is likely that the balloon interacted with the patient anatomy described as heavily calcified upon inflation attempt, such that it became damaged and ruptured as a result. A cause for the reported patient effect of additional treatment is subsequent to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.